Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that significant atrial lead undersensing occurred during atrial tachycardia/atrial fibrillation and vt episodes potentially leading to inappropriate classification of episodes. The patient subsequently received possible inappropriate therapy delivered for ventricular tachycardia (vt) episode. The atrial lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5; h6 device codes (fdd/annex a). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that significant atrial lead undersensing occurred during atrial tachycardia/atrial fibrillation and vt episodes pot entially leading to inappropriate classification of episodes. The patient subsequently received possible inappropriate therapy delivered for ventricular tachycardia (vt) episode. The atrial lead remains in use. No further patient complications have been reported as a result of this event. The patient was seen in clinic ten days later. No issues were noted with the patient and the clinic had no issues to report. No programming changes were made. It was additionally noted that anti-tachycardia pacing (atp) and high voltage therapy had been delivered.

Manufacturer narrative:
Correction: h6 device codes (fdd/annex a); imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was seen in clinic ten days later. No issues were noted with the patient and the clinic had no issues to report. No programming changes were made.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.